Event description:
It was reported that the patient¿s atrial lead exhibited lead noise. On (B)(6) 2019, the patient presented for a lead revision procedure. During the procedure, insulation abrasions were noted on both the right atrial and right ventricular leads. The right ventricular lead did not exhibit any electrical anomalies. Both leads were removed and replaced. The patient was stable. Concomitant MFR: 2017865-2019-02545.

Manufacturer narrative:
The reported event of insulation damage and noise were confirmed. A complete lead was returned in two pieces measuring 20.0 cm and 26.5 cm respectively. An external insulation abrasion, breaching the outer insulation was found 19.0 to 20.0 cm from the connector pin consistent with friction to the device can. The cause of the reported events was due to the external insulation abrasion.